Event description:
Pt underwent a lap hysterectomy bilateral salpingectomy with cystoscopy on (B)(6) 2015. A medium vcare uterine manipulator disposable device was used during the surgery. The green cup came off during the surgery without the surgeon awareness. The green cap was removed during a post op visit. The cap should have not come off during surgery.